Event description:
Customer reportedly received results of 209 mg/dl, 154 mg/dl, and 112 mg/dl within 2 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.